Event description:
During follow-up, there was a delay of programming during a capture test. The device was successfully reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.